Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The investigation is continuing. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Initial left total knee arthroplasty performed on an unknown date with unknown product. The patient was revised due to aseptic loosening. At the three year follow up, radiolucent lines were noted on x-ray, and the patient continued to have moderate pain. The patient underwent a second revision of loose tibial and femoral components approximately 5 years post initial procedure. The patella was left in place, competitor tka placed.

Manufacturer narrative:
(B)(4). Customer has indicated that the product may not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products and mdrs: 148317 bmt splined knee stm v2 14x120 lot# 756260 MDR: 0001825034-2021-01557 . 148293 bmt splined knee stm v2 18x40 lot# 033230 MDR: 0001825034-2021-01558.

Event description:
Initial left total knee arthroplasty performed on an unknown date with unknown product. The patient was revised due to aseptic loosening. At the three year follow up, radiolucent lines were noted on x-ray, and the patient continued to have moderate pain. The patient underwent a second revision of all components four years ten months post revision. The patient was then lost to follow up from the study due to the revision

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no related deviations or anomalies during manufacturing. Revision operative notes state that patient was revised due to loosening and marked osteoporosis is seen with thin osteoporotic femur. Tibia and femur easily removed, patella left in place, competitor tka placed. Review of the joint assist notes state that patient was experiencing pain, limited range of motion with mild radiolucency and was revised due to loosening. X-rays images not sent to mmi as the revision notes provide sufficient dictation of findings. This complaint is confirmed. Root cause cannot be confirmed. No corrective actions, preventive actions, or field actions resulted after investigation of this event.